Event description:
The user's hearing performance with the device is affected. The user has been reimplanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was carried out but the concerned device has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. Re-implantation is considered, however, a date will be scheduled once a new implant will be received.

Manufacturer narrative:
Conclusions: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial final report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is final report.

Event description:
The user's hearing performance with the device is affected. The user has been re-implanted.